Event description:
This report is being filed upon notification from our mr manufacturer of an incident that occurred in another country. Incident: about 3 hours after a magnet helium refill while scanning a patient, the magnet quenched. The helium was released into the exam room. The operator controlling the system from another room could not initially get into the room, because the gas release caused an over pressure on the inward swinging doors. The door was finally opened and the patient was taken out of the scan room. The pt was not injured. This quench was found to be caused by an "open fill port". The top cap had been fitted after the fill, but at the quench it blew off. It was later discovered that the quench exhaust pipe had an ice block. Also, it was discovered that the external quench pipe was not per specification (no lagging) and must have a leak point at one of the joints.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.